Event description:
It was reported that the patient was scheduled for a pump replacement and possible catheter revision. The reporter noted being told "it was an eol (end of life) pump, but based on the date of implant, that does not make sense". The pump system was being used to deliver dilaudid. It was later reported that the catheter was kinked. It was noted the patient had a two month history of feeling as though they were not getting the pain relief they were earlier in therapy. Then on (B)(6) 2014, the patient¿s health care provider (hcp) did a catheter access port (cap) dye study and it was noted that it was felt there was a possible catheter kink. The patient was scheduled for a catheter revision on (B)(6) 2014. The reporter noted there had been no volume discrepancies or pump alarms, and that the logs had been checked. It was later reported that the patient felt their pain was increasing over the ¿past few months.¿ it was noted there was a small kink at the connector site, and the hcp was unable to aspirate from the pump connector; therefore, they replaced the pump segment. It was noted that good flow was observed from the spinal segment, and the catheter was aspirated. It was stated the patient was doing well. It was further reported that during the previously reported dye study, the reporter was unsure if they were able to aspirate, but that again, the hcp felt there was possibly a kink in the catheter and that they felt there was a problem. It was also noted that during the catheter revision on (B)(6) 2014, they were not able to aspirate. It was noted the hcp took the connector off the pump and tried to aspirate through the catheter, and it ¿looked like there was some tissue in there¿. Then it was noted that when the hcp ¿opened up¿ the spinal segment, it looked like there could have been a kink between the anchor and the spine. The hcp removed the entire pump segment, including the anchor and 4 cm on the spinal side of the anchor. It was stated that the hcp had good cerebrospinal fluid (csf) backflow when the catheter was cut, and the hcp placed an entire new pump segment, including an anchor. It was again noted that the patient reported their pain had increased over the past 6 to 8 weeks. On (B)(6) 2014, the expected residual volume (erv) was 9.8 ml, and the actual residual volume (arv) was 9.5 ml. It was noted that the hcp thought the catheter was not tied on correctly or was loose.

Event description:
It was later reported that the pump was not explanted.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11198r49, implanted: (B)(6) 2002, product type catheter. (B)(4).